Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The guidewire was buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that the competitor guidewire was stuck in lead. The guidewire distal end extended beyond the lead distal tip was found buckled and that appeared to lock the wire in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck in the left ventricular (lv) lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.